Event description:
The service report shows the customer reported the device audio alarm intermittently not working. The nellcor puritan-bennett customer suppport engineer (npb cse) verified the intermittent audio alarm. The npb cse inspected the device and replaced the display pcb and conversion pcb. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.